Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7089528. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the incision site. Incisions were inflamed with symptoms of fever and a cough. Patient was given antibiotics. It was also reported that the leads migrated.

Manufacturer narrative:
Correction to the h11 the suspected medical device reported in this MDR form should have been reported on a 3500a MDR form. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 762790, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319 batch/lot number: 37398194, model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the incision site. Incisions were inflamed with symptoms of fever and a cough. Patient was given antibiotics. It was also reported that the leads migrated. Additional information stated that the patient underwert spinal cord stimulation (scs) explant procedure. The patient was fine postoperatively. No return products due to hospital policy.